Manufacturer narrative:
No issues were identified with the returned unit which could have caused this break to occure. Device analysis confirmed the complaint reported from the condition of the returned device it is evident that the physician experienced some difficulties during the procedure. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 20.2 centimeters distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. There has been no other associated complaints with this batch at this time. A review of the manufacturing records for the batch found that the device met its material, assembly and product specifications.

Event description:
This complaint is now reportable based on the analysis completed on 07/18/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the taxus express2 2.75x28mm drug eluting stent would not cross the lesion. The lesion being treated was located in the left anterior descending (lad) artery. No patient complications were reported. However, the returned product confirmed a shaft fracture.